Event description:
It was reported the pt experienced discomfort at the ipg site when she would sit. The physician repositioned the ipg higher in the original pocket site.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.